Event description:
It was found during review of programming history that the patient had high impedance. The patient was programed off at a later appointment after the high impedance was seen. No further information has been received. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.